Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for radio frequency pain therapy, the patient received inappropriate high voltage therapy during the procedure due to noise and this resulted in a magnet response. It is suspected the magnet may have moved during the procedure. The high voltage therapy was programmed on. No adverse consequences were detected.